Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of unspecified tissue injury (vascular injury) is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment user facility medwatch: #mw5102183.

Event description:
Sus voluntary event report #mw5102183 received that states: event outcome: required intervention. "Perclose device malfunction at the time of placement in the right femoral artery, while applying the perclose device it did not retract properly and causing injury to the artery."